Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an evolut fx transcatheter valve implanted stayed in a psychiatric ward for approximately three months following the valve implant and, during that time they mentioned that the valve "worked", but their symptoms have since returned to their previous state. The patient reported shortness of breath, decreased energy levels, fatigue, a heart rate around 300, and an inability to walk to the mailbox and back without symptoms. Additionally, the patient required the use of a wheelchair when going through a store. The patient has been working with a follow-up doctor on medications for a few months.